Event description:
It was reported that the customer experienced low blood glucose of 34 mg/dl. He treated with food. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Customer's priming technique was found to be correct. It was found the customer had manually increased the size of his most recent bolus. The same amount of insulin was shown in the reservoir as was found on the status screen. The insulin pump had been exposed to a magnetic resonance imaging machine. Customer's blood glucose was up to 92 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch # 2032227-2015-01468.